Event description:
Device 1 of 2: reference MFR report number: 3006705815-2019-00340. It was reported that the patient was hospitalized due to a suspected infection. In turn, the patient underwent surgery wherein the entire scs system was explanted. It was then confirmed that the patient did have an infection.